Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at time of the call was 135mg/dl. The customer stated that his glucose level was 29mg/dl and then 35mg/dl. The infusion pump was disconnected and the customer was treated. It was stated that time on the insulin pump was off by twelve hours. Assisted the customer to correct the time on the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.